Event description:
It was reported that the lesion was an eccentric restenosis in first diagnoal with moderate tortuosity and heavy calcification. The lesion was pre-dilated with another co's dilatation catheter and a stent was crossed; however, the balloon then ruptured at 4 atm. The stent was post-dilated with another co's balloon. Additional info reported that due to the pinhole rupture, the lesion appeared hazy. Abnormal contrast remained in the lesion and a dissection was observed on the distal lcx. Another stent was implanted to treat the dissection, and the procedure was completed successfully.